Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Event description:
Medtronic received information that 3 months post implant of this aortic bioprosthetic valve, the patient had a second procedure to implant a bioprosthetic valved conduit (listed as a concomitant product in this report) for an unknown reason and unknown implant location. Twenty-two months post implant of the bioprosthetic valved conduit, the patient passed away. The physician stated that the documented cause of death is unknown. The patient's family physician requested product specifications and other product details regarding the patient's aortic bioprosthetic valve in order to aid in conducting the autopsy investigation. A photo received from the pending autopsy results indicates that the cinch holder was not removed from the valve after the valve was implanted. The photo shows the cinch holder still connected to the patient's bioprosthetic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.